Manufacturer narrative:
Investigation failure description no product at hand, therefore a failure description is not possible. Investigation no product at hand, therefore an investigation is not possible. Batch history review due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Explanation and rationale in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action a CAPA is not required.

Event description:
No updates.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with ae-qas-k521-99 -collect.no.qas knee impl.misc./unknown. According to the complaint description, the patient underwent revision knee surgery. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4).